Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report two emergency room visits due to high blood glucose levels. The customer's blood glucose level during the first visit was 600 mg/dl, and had been vomiting and had blood in their vomit. The customer was wearing the device at the time of admission. Customer was treated with manual injections. The cause was due to a stomach hernia. The customer was sent home and put back on the insulin pump, however a few days later the customer had difficulty breathing and was feeling ill, and was taken back to the emergency room with a blood glucose reading between 200 and 300 mg/dl. The caller performed troubleshooting and did not find any problems. The caller was to be sent a tubing clamp. Caller stated that he did not think the insulin pump was causing the issues. Nothing was replaced or returned.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.